Event description:
Age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, six minutes into heating phase, they had a 5 cc loss of fluid. The physician noticed a slight cervical leak and also a small cervical burn was identified. Patient was then cooled and the case ended. The patient was treated with silvadene cream and her condition was reported as fine. Per bsc representative, the burn was more of a blanching and about only 1 cm in size. A full recovery is expected. The tenaculum stabilizer was used during the case.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.